Event description:
Customer reported the system is displaying a collimator iris too large error, and that when the system is moved from ap to lateral position, the collimator closes. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken wire on the collimator connector. System operates as intended.